Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction. The patient's basal insulin delivery rate was adjusted and the patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient was hospitalized for uncontrolled blood glucose levels. The patient is also suffering from viral meningitis.